Event description:
A home patient contacted baxter's technical service center for assistance. Per initial report, the home pt connected to the pt line of homechoice set during the prime cycle. Baxter's techincal service center assisted home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.